Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in south korea, this was a case of a 20mm sapien 3 transcatheter heart valve in aortic position by transfemoral approach. The valve was implanted in a good position (80:20 aortic); however, a central aortic regurgitation was noticed on fluoro. Therefore, it was decided to perform a post dilation (+0.5cc) with the commander delivery system in an attempt to resolve the issue; however, there was no improvement on the aortic regurgitation. Tee showed absent leaflet motion the non-coronary cusp and a hypermobile right coronary cusp, which is why a torn leaflet was suspected. A second valve was implanted as a valve-in-valve procedure. Four days later the patient was discharged with no issue.

Manufacturer narrative:
The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The lot history review was performed and revealed no other complaints relating to leaflet motion restricted and leaflet tear. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Imagery was reviewed and the following was noted: 3 mensio reveals that calcification was present on native annulus. Echo images were reviewed, and leaflet damage could not be confirmed as data is insufficient. The IFU and procedural training manual were reviewed. Based on the review, no IFU or training deficiencies were identified. As the complaints for leaflet motion restricted and leaflet tear were unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since a product non-conformance could not be confirmed, escalation to a product risk assessment is not required. Since no edwards defect could be confirmed, no corrective/preventative actions are required. The complaints for leaflet motion restricted and leaflet tear were unable to be confirmed as insufficient imagery was provided for evaluation. Review of DHR and lot history review did not reveal any manufacturing non-conformance that could have contributed to the reported event. Review of IFU/training manual revealed no inadequacies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "the valve was implanted in a good position (80:20 aortic); however, a central ar was noticed on fluoro. Therefore, it was decided to perform a post dilation (+0.5cc) with the commander delivery system in an attempt to resolve the issue; however, no improvement on ar. Tee showed absent leaflet motion of ncc and hypermobile rcc why torn leaflet was suspected. Therefore, a second valve was implanted (viv procedure)." If the leaflet motion was restricted or the leaflet was torn, it could result in central regurgitation due to improper coaptation. Due to limited imagery available, leaflet motion restriction, leaflet tear, or central regurgitation was unable to be confirmed. As such, a definitive root cause for the leaflet motion restriction and leaflet tear were unable to be determined.